Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During evaluation the flow sensor assembly was found to be damaged and the oxygen blending module board contaminated. The flow sensor assembly was replaced and the oxygen blending module cleaned to address the issue.